Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020. The drug being delivered was dilaudid (hydromorphone). It was reported that had pump replacement on (B)(6) 2020 because patient pump stopped working on (B)(6), 2019. Caller reports they saw code / message on the ptm screen and she looked at it on the internet and found out the pump was not working and patient went to the ER because he was having back pain so bad he couldn't tolerate it and they gave him fentanyl patches because patient was withdrawing since there was no medicine coming into his system. Caller states it was a mess, but patient is getting back to normal now. Caller reports the pump only lasted for 5 years and should have lasted for 7 years. Caller states they heard notice and didn't know what it was. Caller states current pump is on low dosage right now. Caller states if the pump would have started working and with all the fentanyl patches it would have killed patient because pump was off for so long, and caller said she don't know what she is saying and patient is saying that information is not important and caller is a talker. Information was reviewed about pairing the tablet. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (400 mcg/ml at 239.84 mcg/day) and dilaudid (20 mg/ml at 11.92 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 the hcp reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump status and/or event log indicated that the motor stall occurred and was active. The patient was having withdrawal symptoms. He had stated that he ¿didn¿t feel to well over the weekend¿ and went to the emergency room. Per the hcp, the patient was on blood thinners and a replacement would not be scheduled this week. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on (B)(6) 2019. It was reported that pump replacement was scheduled for (B)(6) 2020. The issue was unresolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the issue was resolved. The pump was replaced on friday, (B)(6) 2020. No further complications were reported or anticipated.